Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to improper customer setup. Based on tse notes, the system issue could be caused during the endoscope installation. It can be resolved by removing the endoscope, pressing the instrument clutch button to cancel guided tool change, and re-install the endoscope.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse advised that the issue could be with how the new endoscope was installed and the guided tool change. The customer stated that they undocked everything and restarted the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer contacted the technical support engineer (tse) for phone assistance regarding the da vinci system faulting, and the surgeon side console's (ssc) master tool manipulator (mtm) movement was opposite. The customer also noted that the endoscope had been replaced after encountering a fault. The tse explained that the reported event could be related to how the new endoscope was installed and the guided tool change. The customer stated that they undocked everything and restarted the da vinci system. The surgeon stated that they are good now. The procedure was completed as planned with no reported injury.